Event description:
It was reported that the patient had experienced dizziness. A remote transmission was reviewed and pacing inhibition caused by noise was observed on the right ventricular lead. The lead was capped and replaced on (B)(6) 2015. During the procedure, insulation damage as observed. The patient was noted to be doing well following the procedure.

Manufacturer narrative:
(B)(4).